Event description:
The manufacturer's representative reported that during a transurethral needle ablation procedure, the patient suffered a bladder burn and was admitted to the hospital. The hcp confirmed that the patient had complained of a shooting pain that extended to his lower back after the first treatment of the median lobe of his prostate. The entire procedure was completed, but the patient returned a few hours later complaining of cramping abdominal pain. His foley catheter was removed as the physician thought that he was dealing with bladder spasms. The patient improved and was sent home without a catheter. Two days later, the patient was in renal failure and anuric and was admitted to the hospital. He started to make urine but became anuric again three days after he was admitted. A cystoscopy was performed and revealed that the patient's posterior bladder had a thermal injury extending almost to the dome. Both ureteral orifices were covered with ischemia and bilateral ureteral stents were placed. The patient's renal function recovered but he also had an ileus and he was discharged from the hospital several days later after the ileus resolved. The physician replaced the foley catheter as the patient had severe pain trying to void without it and he plans on leaving the stents in place for two or three months.

Manufacturer narrative:
To date the device has not been returned to medtronic for evaluation. If further information is received or the device returned, a follow-up medwatch report will be sent.